Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a trial procedure for an scs system on (B)(6) 2013. She received two percutaneous leads from the same lot. It was reported the patient was getting ready for bed and stated her trial leads fell out. The physician confirmed the leads had migrated out of the body. The patient will undergo another trial procedure.